Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2019 the patient was admitted for shortness of breath and mental status changes. A CT scan showed a parenchymal bleed in the right frontal lobe. The patient was taken to the operating room for decompression and two intracavity drains were placed. On (B)(6) 2019, family withdrew care and the patient expired. No autopsy was done and the pump will not be returning. No additional information was provided.